Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "defib output out of specification" was duplicated and attributed to an open inductor on the ECG board. The ECG board was replaced to resolve the report. The customer's report of "no ECG signal" was observed, however, it does not indicate a device malfunction. The device pads mode's functionality works correctly and the device performed to specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification and was unable to obtain ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.